Event description:
Hosp reported a total hip arthroplasty revision due to "recurrent hip dislocation with left hip instabiliy." No related device malfunction associated with the revision was reported.